Manufacturer narrative:
No product available for evaluation. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The doctor reported a patient sustained retinal flap during surgery.